Manufacturer narrative:
Initial reporter additional phone #: (B)(6). One picture has been received to perform investigation. Complaint involves 50ll syringes with reference 300865 and lot number 2008312. Customer reports leakage past the stopper. In order to complete investigation ten retained samples from the same lot number and reference have been requested. DHR form lot 2008312 has been reviewed not finding any annotation or deviation regarding the alleged defect. Upon visual inspection of the picture received leakage can be seen. No damage that could lead to the leakage experienced can be noticed in the picture, the stopper is correctly assembled. Upon visual inspection of the retained samples, no damage in the barrel can be observed. The stopper is correctly assembled and no molding or other defect can be noticed that could be related to the defect experienced by customer. Leak test is carried out with the retained samples according to procedure pc-039 rev.7 and iso 7886-1 annex d. Samples meet iso 7886-1 annex d. (See attached leak test results). Iso 20594-1 specifies the requirements for conical fitting (6%). Male luer cone fitting verification was performed to the sample per pc-132 rev.04 internal procedure according to iso 20594-1 section 4.1. Sample meets the specification. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Since samples meet iso 7886-1 annex d and manufacturing records established all processes were carried out normally, root cause of the alleged defect cannot be determined with evidence. Based on all the preventive measures and our stringent in process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringes leaked out from the stopper. The following information was provided by the initial reporter: medication leaked out from the side of the stopper.